Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, there was a loss of capture due to dislodgement on the right ventricular (rv) lead. During rv lead repositioning the setscrew failed to rotate so the device was replaced. The rv lead was repositioned successfully and connected to the new device to resolve the event. The patient was in stable condition.